Manufacturer narrative:
Product sample was not returned for evaluation; however, pictures were provided and evaluated. DHR - no anomalies. Failure mode is confirmed. Root cause is undetermined. The potential/possible root cause is that the practitioner may have forced to remove the strip from the skin and caused the skin tear.

Event description:
2 of 8 reports. Other mfg report numbers: 9680091-2021-00017, 9680091-2021-00018, 9680091-2021-00020, 9680091-2021-00021, 9680091-2021-00022, 9680091-2021-00023, and 9680091-2021-00024. A facility reported patients treated with suture strip suffer from skin tears and skin irritation. No patient consequences. No additional information has been received.